Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported atrial fibrillation and rapid ventricular rate could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2020. The pump was set to a fixed speed of 9400 rpm and operated above the low speed limit of 8800 rpm for the duration of the log file. The log file appeared to show the system operating as intended. Cardiac arrhythmia is listed in the IFU as an adverse event that may be associated with the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that patient came to emergency with shortness of breath, dizziness. Patient was admitted for atrial fibrillation (af) with rapid ventricular rate (rvr). A transesophageal echocardiography (tee) was performed and cardioversion performed on patient, patient has been in and out of af.